Event description:
It was reported that the cutting balloon ruptured during the case. As physician attempted to pull the catheter back into the guide, it was reported that the catheter appeared to be separating. The physician removed the entire system (cutting balloon/guide/wire) together. Upon attempting to remove the catheter through the sheath, it was reported that the blades got caught on the sheath when the physician attempted to remove the sheath, the distal end of the cutting balloon separated, reportedly cauing the blades to get caught in the subcutaneous tissue of leg. The patient is doing fine.